Manufacturer narrative:
A medtronic representative reported that he was not able to replicate the issue. The camera was navigating and working fine after navigating for almost an hour. He went ahead as a precaution and replaced the io hub, io comm cables and psu comm cables. He then checked the navigation system after replacing each component individually and still could not replicate the camera cycling issue. Replacing all the components appears to have resolved the issue. The rep will monitor the issue moving forward. The positioning sensor unit (psu) was returned for analysis. When connected to a known good system the psu had difficulty tracking in the middle and back of the volume. There were no messages of "localizer not connected" found as described in the reported event. The psu did not pass the accuracy test. The hardware investigation found that this issue was unrelated to the reported event. This issue was documented separately in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement ext scu to r/a psu cable shipped to site 01/14/2016. Medtronic investigation of returned suspect ext scu to r/a psu cable finds that the cable was examined and found bent and missing pins in the lemo connector that connects to the internal psu cable at the bottom of the cart. Do to the damage pins, not able to connect the lemo connectors together. Physical damage. Connector - damaged, pin bent or missing. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 01/14/2016 a medtronic representative, following-up at the site, reported the issue could not be replicated, however, the site reported this happens intermittently. Checked the ndi utility: no error messages, polaris spectra system control unit (scu) and positioning sensor unit (psu) working normally. On 01/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative received a report from the site that, while in a cranial tumor resection procedure, the site's navigation system camera was intermittently tracking and the screen displayed localizer not connected. The site went back in the software from navigate to register and then back to navigate and the camera tracked as it should. No further information was provided by site. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The following hardware components were returned to the manufacturer for analysis: I/o hub was set up on our bench tester with scu-I/o hub cable and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Usb cable continuity was tested and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and scu-I/o hub cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. The returned scu to r/a psu cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Tested scu to I/o hub cable continuity and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Initial evaluation of the computer found that it was returned unused however packaging had been opened requiring further testing. Currently under analysis. No problems were found with the returned components. As previously reported the issue was resolved by replacing the positioning sensor unit (psu).